Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial connector portion of the lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only consistent with friction to the device can. The silicone insulation beneath was not damage in this location.

Event description:
This report is to advise of an event observed during analysis.